Event description:
On (B)(6) 2014 the reporter contacted animas reporting blood glucose levels of 300-350 mg/dl with feeling incoherent, increased thirst, irritability, and sweating and also low blood glucose levels in the 30 mg/dl requiring medical intervention. The reporter indicated that since receiving the replacement pump, blood glucose levels were in normal range and the reporter indicated suspecting the old pump as the cause of the erratic blood glucose levels. The reporter indicated that the settings from the old pump were used in the new pump with no issues. This report is made based on the allegation that the patient experienced hyperglycemia and hypoglycemia requiring medical intervention associated with an allegation of a potential pump delivery issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.